Event description:
It was reported that during testing at the user facility, the remb reciprocating saw was ejecting blades while running. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.